Event description:
It was reported that, during a procedure, the system was not lasing, the error codes 58, 208 and 266 were observed, therefore, the procedure was canceled. There were no patient complications reported.

Manufacturer narrative:
The console was visually examined, diagnosed and replaced the defective charger. After the replacement of the charger, it passes all checks and tests to factory standards. Based on the information available and analysis results, the charger identified in the console could have caused or contributed to the allegation reported.

Event description:
It was reported that, during a procedure, the system was not lasing, the error codes 58, 208 and 266 were observed, therefore, the procedure was canceled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
It was reported that this device was not firing and it was showing error messages. Upon receipt at our quality assurance laboratory, the charger of this console underwent a thorough analysis. Visual examination showed that the charger was in overall good physical condition, no functional testing was performed. Additionally the performed work order was reviewed and it was stated that the covers were removed and inspected for cracks or damaged water lines. Also, the reservoir was refilled with distilled water and purged air. Multiple calibrations were performed, as well as verification of the aiming beam, power output, self tests and controls. Even though the returned charger was in good conditions, once the field service diagnosed and replaced the charger, the reported allegations were resolved, and the console started working within specifications. Based on the information available and analysis results, it is likely that the charger was damaged, and therefore, it could have affected the device performance leading to the event experienced by the customer. Since an expected or random component nonconformance was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the charger of this console underwent a thorough analysis. Visual examination showed that the charger was in overall good physical condition; additional testing was performed and it was identified that after connecting the charger to the console the fan did not get any voltage, the capacitor bank card did not respond and the there was no voltage balance as it did not respond with the peripheral control board card. Additionally the performed work order was reviewed and it was stated that the covers were removed and inspected for cracks or damaged water lines. Also, the reservoir was refilled with distilled water and purged air. Multiple calibrations were performed, as well as verification of the aiming beam, power output, self tests and controls. Even though the returned charger was in good conditions, once the field service diagnosed and replaced the charger, the reported allegations were resolved, and the console started working within specifications. Based on the information available and analysis results, it was confirmed that the charger was damaged, and therefore, it could have affected the device performance leading to the event experienced by the customer.

Event description:
It was reported that, during a procedure, the system was not lasing, the error codes 58, 208 and 266 were observed, therefore, the procedure was canceled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.